Manufacturer narrative:
During the time of the event, error 87 was observed and it was accompanied with a liquid level detection noise. Investigation is ongoing. H3 other text : na.

Event description:
We received an allegation about questionable low results for 1 patient's serum sample tested with elecsys hcg stat assay on a cobas 8000 - cobas e 602 immunoassay analyzer. Initial result: <1 miu/ml. Rerun result: 105,972 miu/ml (using the same sample). Repeat result: 85,963 miu/ml (using a new sample). The questionable result was reported outside the laboratory. The sample result confirmed by another testing method using a urine dipstick and an ultrasound. Positive pregnancy test prompted the rerun of the sample. The repeat results of 105,972 miu/ml and 85,963 miu/ml deemed to be correct and they were reported outside the laboratory. The hcg stat reagent lot number and expiration date were not provided.

Manufacturer narrative:
Last calibration was performed on (B)(6) 2023 and showed no errors/alarms. On date of event, the qc was acceptable while the alarm trace contained several abnormal aspiration alarms which may be an indication of a poor sample quality. As the customer declined a service dispatch, a specific root cause could not be determined.